Event description:
The customer reported, the system is displaying an ad channel 15 error on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and replaced the x-ray controller board, and cleaned and reseated circuit card connectors. System operates as intended. (B)(4).